Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 124 mg/dl. No additional information provided.

Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. Pump received with cracked case on top left side at display window, cracked lcd window at bottom right corner and cracked reservoir tube lip.